Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. H6 - health effect - clinical code (e): 4581 near vision. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced near vision. Due to near vision, the lens was exchanged for a same model and length lens. The problem was resolved. Cause of the event was not reported. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced blurred near vision. Due to blurred near vision, the lens was exchanged for a less myopic power but same model and length lens. The problem was resolved. Cause of event was not reported. H6 health effect - clinical code (e): 4581 corrected to 2137. (B)(4).